Event description:
Boston scientific crm received information that p-waves had decreased and intermittent capture was noted. The device was reprogrammed to vvi until the physician chooses the next steps. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available the event will be updated.